Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015. It was reported that the ventilator failed the pre-use check - battery switch test. The ventilator was investigated onsite by our field service engineer (fse), plug-and-play back-plane printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed in the provided logs. The returned pcb was sent for further investigation. An ocular inspection was done and reveled that a component was burned. Failure of this transistor may result in a false signal to the battery connect control that handle communication to charger control part of the pcb. The plug-and-play back-plane connects the optional modules that are inserted in the module unit. (B)(4) also controls: charging / discharging of the battery modules. Switching between mains power/external 12 v dc and battery module power supply. Internal fan using input signals from the temperature sensor in the o2 sensor/cell connector. The root cause for the reported issue could not be determined. Based on the information above this complaint will be closed.

Event description:
It was reported that the ventilator failed battery switch test during pre-use check. Moreover, the ventilator generated a technical error codes indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).